Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with degenerative disc disease, l4-5, l5-s1 and underwent following procedures: 1) lumbar decompression l4-5, l5-s1 bilateral. 2) cortical screw instrumentation l4 bilaterally, l5 bilaterally, and s1 bilaterally. 3) posterolateral fusion using autogenous bone graft. As per op-notes, ¿the lordosis was removed from the bed by dropping the frame and the rods were placed and caps placed and broken off, and then the lateral gutters were packed with the bony fusion material using bmp soaked sponge with autologous bone that was harvested during the decompression.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.